Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was unable to power on. The cause of the inability to power on was isolated to a defective power brick. The root cause of the defective power brick was unable to be positively determined. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective battery charger/modem's power brick. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last pt to use this battery charger/modem did not report any deficiencies.